Manufacturer narrative:
The reported malfunction was observed. The therapy cable was replaced and the device returned to the facility for use.

Event description:
Hosp staff were treating a pt in the emergency dept and attempted to deliver a countershock to the pt. Reportedly the device did not discharge. A backup device was obtained and treatment was continued. The pt was not resuscitated. The rptr stated that the device did not cause or contribute to the pt's outcome. The statement was based on the attending clinician's assessment of the pt's lack of viability.